Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that 3 sets failed because of leaks. Customer stated that leak on infusion set at insertion site. Customer stated that sensor failed because of calibration not accepted and change sensor alert. Customer noticed blood on the sensor after removing it. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.